Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) was occluded. The following information was provided by the initial reporter: extension set one lumen blocked after opening unable to be flushed.

Event description:
No additional information.

Manufacturer narrative:
Device manufacture date added in section h. Investigation result: one mz9281 sample was received in opened packaging from lot 24039120 for investigation; no residual fluid was present, and the sample was returned connected to a 5ml bd syringe with clear fluid in it. The customer reported that the "extension set one lumen blocked after opening unable to be flushed.". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was then subjected to functional testing by priming and flushing using the returned syringe; slow flow was observed during testing of one of the infusion lines. Further examination found the partial occlusion to be located at the tubing joint of the bcv component; however, no obvious signs of excess solvent were present at the affected joint when it was separated, with flow resuming unimpeded. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause for the customer's experience could not be determined, however the occlusion is likely to have been caused by human error during the manual assembly of the affected tubing joint. A review of the production records for lot 24039120 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the mz9281 product in the past 12 months.